Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bisector tip separated inside the patient's leg. There were no patient effects reported. The dissection had been completed, so no replacement unit was needed to complete the procedure. The product is returned. Product was received on (B)(6), 2010 and the dissection tip was not received. The bisector tool was received with the tip of the shaft separated from the main body.

Manufacturer narrative:
Investigation: a visual inspection revealed that the tip of the shaft had separated from the body. The device was bloody. Based upon this observation, the reported failure "tip separated" was confirmed. Internal file number - (B)(4).